Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing and triple counting. The device had its sensing vector reprogrammed afterwards. Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the patient had a ventricular arrhythmia episode that went untreated due to a change in the patients morphology, with the patient suspected of developing bundle branch block. Ts was consulted and discussed stored data as well as programming options with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing and triple counting. The device had its sensing vector reprogrammed afterwards. Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the patient had a ventricular arrhythmia episode that went untreated due to a change in the patients morphology, with the patient suspected of developing bundle branch block. Ts was consulted and discussed stored data as well as programming options with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates the system was programmed to primary sensing after testing was conducted and sensing was appropriate. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing and triple counting. The device had its sensing vector reprogrammed afterwards. Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported.